Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographs were performed and did not reveal any issues relating to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusion was observed with a large volume infusor. The reporter stated that the infusion time finished, but there was still product left in the device after the 46 hours. The device was filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.